Event description:
It was observed during the device inspection, that the image of the video system center was noisy and there was a b30 error (scope communication error) occasionally when connecting the camera. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was presumed that communication abnormality occurred due to an effect of loose video connector socket and resulted in image was noisy and b30 error (scope communication error). However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.